Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the lot number? Not known. Was the product thawed with or without the blister? Without blister. Was the application by spraying or by dripping? Spray. If the tip used is laparoscopic tip please indicate how many units of airless spray tip came with the original packaging? One. It is mentioned the spray attachment was contaminated. Please clarify if spray tip was contaminated during use or if the sterility of the component was compromised due to a packaging issue? The tip was contaminated which meant an entire new device had to be opened. Any leakage has been detected? If yes, which part of the device (specifically) was the product leaking out? No leakage.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and fibrin sealant preparation device was used. They were unable to express the product. Also, the spray attachment was contaminated so another like device had to be opened to complete the case. No adverse patient consequences were reported. Additional information was requested